Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventrio (device #1) may have caused or contributed to the reported event. The attorney alleges that the patient had surgical intervention and the devices were removed; however, no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventrio (device #1). An additional emdr was submitted to represent the bard/davol perfix light plug (device #2). There is no allegation related to the bard/davol ventrio st. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventrio (device #1) on (B)(6) 2012. It is alleged that the patient underwent surgery for implant of an unspecified bard/davol perfix plug light (device #2) on (B)(6) 2012. It is alleged that the patient underwent surgery for implant of an unspecified bard/davol ventrio st on (B)(6) 2016. It is alleged the ventrio hernia mesh (device #1) and the perfix plug light hernia mesh (device #2) were removed on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the ventrio. As reported, the attorney alleges general allegations for "past, present and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."